Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen lens was scratched. It could not be confirmed whether or not the reporter could read the pump screen safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/29/2017 with the following findings: the display was clear and legible; the scratches were determined to be cosmetic and did not interfere with legibility of the display. Unrelated to the original complaint, the pump emitted a call service 69 alarm at power up. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).